Event description:
One patient sample was discrepant free t4 results. Initial result gave 32.3 pmol/l; repeat by a different analyzer gave 23.8 pmol/l. No information provided to determine if patient was adversely affected. If additional information is received, appropriate notification will be provided.